Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a (B)(6) male patient in the (B)(4) was diagnosed with other clinical signs indicative of lower extremity ischemia 141 days post-procedure. The patient was being treated for an aortic aneurysm with a maximum aortic aneurysm diameter of 70 mm. The proximal neck had a parallel shape with no plaque/thrombus. The bilateral iliac arteries had mild tortuosity, no calcification, and no occlusive disease. On (B)(6) 2014, the patient received a cook main body device, a left iliac leg device, and a right iliac leg device. No iliac leg extensions were used. There was no difficulty deploying any of the components. A molding balloon was used but no details were provided regarding its use. A main body extension was used. No additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, thrombus, or endoleak. On (B)(6)2014 (33 days post procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no flow limiting kinks, thrombus, migration, or endoleak. External compression was observed in the left iliac leg and the right iliac leg. On (B)(6) 2015(141 days post procedure), the patient exhibited ¿other¿ signs indicative of lower extremity ischemia. No other information regarding the event was provided. No interventions have been reported. The patient experienced three episodes of congestive heart failure on (B)(6) 2015 (166 days post-procedure), (B)(6) 2015 (170 days post-procedure), (B)(6) 2015 (181 days post-procedure), and (B)(6) 2015 (392 days post-procedure). No additional follow-up visits have been reported. No other events or interventions have been reported.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. Updated patient status information provided by the facility advised the patient did not have lower extremity ischemia. The patient had groin fluid collection that was incised and drained. The patient experienced four episodes of congestive heart failure on (B)(6) 2015 (166 days post-procedure), (B)(6) 2015 (170 days post-procedure), (B)(6) 2015 (181 days post-procedure), and (B)(6) 2015 (392 days post-procedure). The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. It was not made clear whether the fluid in the groin was related to the procedure (such as access site complication/infection) or completely unrelated. Of note most access site complications occur within the first 30 days of procedure and it is unlikely that this is device and/or procedure related. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.